Event description:
It was reported that during routine follow-up of the implanted pacemaker the touchscreen of this programmer froze during a ventricular threshold test. The physician had to turn the programmer off and back on to enable the touchscreen. It was noted that the patient was pacing dependent; however no symptoms were reported. The programmer was received by boston scientific and analysis was completed.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, the programmer underwent visual and functional analysis. No damage was observed in the visual analysis that would be grounds for failure or return. The device passed both the baseline and system functional test, indicating no identifiable issue with returned programmer; however, the probable cause of the event was determined to be related to a design issue.